Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the an unknown knee implant. According to the complaint description, the patient needs a revision surgery due to implant interaction problem. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no (B)(4).

Manufacturer narrative:
Investigation results: the complained product was not received. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information and without an article number nor lot number, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon investigation results, a CAPA is not necessary.

Event description:
Update: there was a reported delay in treatment due to acquiring of instruments for the unknown knee implant system. The implant allegedly exhibited polyethylene wear causing the need for revision surgery. The patient had initially come to the clinic due to metal allergy. The planned procedure was replacement of polyethylene bearing, the rest of the system was noted as well intact.